Event description:
I started using fixodent in (B)(6) of 2005, one week after getting my new temp bridge in (B)(6), 2005, until (B)(6), 2010, when I got my final bridge work that has metal wire for catching or holding on to other teeth to keep it in place. While I was using fixodent I began experiencing numbness and tingling in my extremities. In (B)(6), 2010 I was diagnosed with neuropathy. Blood test taken on (B)(6), 2010 showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment now. Dose or amount: denture cream; frequency: m-f, twice a day & once daily, s/su.; route: oral. Dates of use: (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.